Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The fitting instructions were easy to follow, however, my device has failed to maintain its integrity. (Lower hard section has separated from the soft upper section on both sides-only connected by a small section in the middle). P.s. I'm still able to use the device as is and I like the fit. Note: I did not save the upc code as I was unaware that it was required for this offer until I had discarded the box. I trust that this will not void the offer to me. Thank you for your consideration.